Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but did not reveal any anomalies. A device explant is anticipated but has not been performed. The patient was stable and will continue to be monitored.